Event description:
Physician reported, left side rupture. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as surgical damage and missing piece of shell assessed as inconclusive. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Physician reported left side rupture. Device explanted.